Manufacturer narrative:
File identification: (B)(4). D4: unique identifier (UDI) #- unable to complete entire UDI# as the manufacturing date information was not received. Results of investigation: the logs were provided to tech service for review, which revealed cfb entries, potentially indicating a main board malfunction. The log analysis also confirmed that despite the screen displaying the decomm vent screen, the ventilator continued to operate. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the bellavista displayed a "decomm vent screen" while on patient. No patient harm.